Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported that the buttons on the insulin pump were sticking and unresponsive. Customer's blood glucose reading at the time of the call was 420 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.